Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the role of pressure contact leading to conduction abnormalities after transcatheter aortic valve replacement (tavr). The study population included 112 patients (predominantly female, mean age 82 years), all of which were implanted with a medtronic corevalve (n=95) or an evolut r (n=17) bioprosthetic valve. No serial numbers were provided. Among all patients, 62 patients developed left bundle branch block or a high-degree (second or third degree) atrioventricular block. Permanent pacemaker implantation was not directly reported for any patient, but was alluded to as a potential outcome. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported. Additional information received from the physician/author stated that serial numbers were not available, but provided the patient mean weight of (B)(6) kg.

Manufacturer narrative:
Citation: rocatello g et al. Patient-specific computer simulation to elucidate the role of contact pressure in the development of new conduction abnormalities after catheter-based implantation of a self-expanding aortic valve. Circ cardiovasc interv. 2018 feb;11( 2):e005344. Doi: 10.1161/circinterventions.117.005344. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the role of pressure contact leading to conduction abnormalities after transcatheter aortic valve replacement (tavr). The study population included 112 patients (predominantly female, mean age 82 years), all of which were implanted with a medtronic corevalve (n=95) or an evolut r (n=17) bioprosthetic valve. No serial numbers were provided. Among all patients, 62 patients developed left bundle branch block or a high-degree (second or third degree) atrioventricular block. Permanent pacemaker implantation was not directly reported for any patient, but was alluded to as a potential outcome. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.